Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
A hospital administrative assistant reported that during surgery, the system would only aspirate, and would not inject the silicone oil. There was a delay of approximately five minutes. The silicone oil was injected manually and no patient harm was reported.